Event description:
It was reported that a 091330 not producing an image during a patient examination with lot# 500119208 (091330 flexible rhinolayngoscope). The customer states that they used an new scope from same lot numbers and were able to complete the procedure. The provider was dr. Korner and the patient was not harmed but there was a case delay estimated about 5 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
Correction: MDR was previously filed with the wrong manufacturer number. The correct manufacturer number should have been 9610617. We will continue to use MDR number 1221826-2026-00863 for additional supplementals going forward. Correction in section d-3 and g1. This event is filed under internal karl storz complaint ID: (B)(4).